Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level did not exceed 500 mg/dl and was within the normal range. To address the issue, the customer changed the infusion set and cartridge before resuming insulin use. Reportedly, customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.